Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that all cubies in drawer 3.1 were failed and was not detected on bus. A field service engineer inspected and found that the half height drawer 3 1 and 2 displayed a disconnected status powered off. The drawer boards tested within normal parameters reseated the row board connectors for drawer 3 1 and 2 and the hardware test application hta test passed successfully. The customer confirmed that the medication inventory in the drawer was accurate. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 cubies were not detected on bus and user was unable to access the medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.